Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error". The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-08-31 and during investigation by the service department on 2021-09-16 the reported failure "head error" could be reproduced. During the investigation in the service departement it was found that the rfd closing assy (material#70101.1680) is broken. The rfd closing assy (material#70101.1680) will be repaired. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The most probable root cause for the "closing assy broken" could be determined as: too excessive force weakening due to manufacturing errors (air inclusions) weakening due to aging. Uv light (sun) or contact with chemicals. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2017-01-01. The review of the non-conformities has been performed on 2021-09-23 for the period of 2017-01-01 to 2021-06-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during the preparation of the system. Complaint ID:(B)(4).